Event description:
It was reported that multiple occlusion alarms occurred. The customer's blood glucose reading was over 600 mg/dl. The customer required assistance from a family member to administer a manual insulin injection. During troubleshooting with tandem clinical support it was discovered that customer was using cold insulin within the pump, reusing supplies, and not removing residual air from the cartridge. The customer was educated regarding insulin/cartridge use. Customer changed cartridge and insulin and resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The tandem pump user guide instructs the user to remove any residual air from the cartridge. Per the tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin.